Event description:
It was reported that prior to an implant procedure, this pacemaker was interrogated and displayed code 1003, indicative of the voltage being too low for the projected remaining capacity. The pacemaker was never implanted or used in the patient and no adverse patient effects were reported. Additional information provided from the field indicated code 1003 was declared due to cold weather. After re-interrogating the device after multiple days, the code cleared and it was implanted successfully in another patient. Remains in service. No adverse patient effects were reported.

Event description:
It was reported that prior to an implant procedure, this pacemaker was interrogated and displayed code 1003, indicative of the voltage being too low for the projected remaining capacity. The pacemaker was never implanted or used in the patient and no adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.